Manufacturer narrative:
Product event summary: the proximal segment of the lead was returned, analyzed, and no anomalies were found. However, visual summary analysis of the lead indicated apparent explant damage.

Event description:
The patient and their son called to report that they learned at the patient's generator change out that the right ventricular (rv) lead was also replaced when they understood that only the device would be replaced. They noted that they were aware of a lead concern in 2007 but was unaware of what the specific issue was with the rv lead. Follow-up was conducted with the patient's clinic and from the information obtained it was reported that the right ventricular (rv) lead had chronically high impedance levels. Therefore, the lead was capped and replaced at the time of the generator change out procedure. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.